Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the emergency center the pump segment ballooned.

Manufacturer narrative:
The customer report of a balloon in the pumping segment of the tubing was confirmed. Visual inspection showed tears/punctures on the pvc tubing located in the area approximately six inches above the lowest smartsite port. Further inspection under magnification of the noted tears/punctures observed four markings- the top two being opposite each other with one having the tear/puncture (approximately 0.08 inches in length) and the other being a scuff; and the lower two being opposite each other with both having the tear/puncture (one approximately 0.07 inches in length and the other approximately 0.05 inches in length). During functional testing the silicone segment bulged at the area directly underneath the upper fitment component. Pressure testing of the set was also performed. It was observed that the silicone segment area directly below the upper fitment component started to bulge around 15psi. The root cause of the customer's report could not be identified.

Event description:
It was reported that in the emergency center the pump segment ballooned.